Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain, amongst non-serious events. Plaintiff underwent a hysterectomy to remove her essure coils, approximately three months after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("severe discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating") and back pain ("chronic back pain"). The patient was treated with surgery (hysterectomy to remove her essure coils on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, dyspareunia, abnormal weight gain, abdominal distension and back pain outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, abdominal pain, dyspareunia, abnormal weight gain, abdominal distension and back pain to be related to essure. The reporter commented: consumer underwent (unspecified) treatment for events from her physicians, but was unable to resolve them. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain, amongst non-serious events. Plaintiff underwent a hysterectomy to remove her essure coils, approximately three months after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.